Manufacturer narrative:
In lieu of a reported lot number, a ship history (shr) was generated for item number (h965458010) in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. Those device history records were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the june 2015 navilyst medical complaint report was reviewed for the bioflo PICC product family and the failure mode "hub broken/cracked." No adverse trend was identified. No sample was returned, and without receiving product back for evaluation, we are unable to definitively determine a root cause for this incident. A potential root cause for the cracked female valve housing may be due to over-tightened connections with a mating male luer (likely a needleless connector). The directions for use supplied with the reported PICC device contains caution that "repeated over-tightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." (B)(4).

Event description:
As reported, an indwelling bioflo PICC device was removed due to a cracked hub/luer. The used device was discarded at the hospital.